Event description:
Caller reported a malfunction on the pump, noting no notable events prior to the incident. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump.